Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a product performance issue. Additional information indicated that the rv lead was explanted due to high pacing thresholds and was replaced with a new lead. This rv lead is no longer in service. No additional adverse patient effects were reported.